Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing unexplained low blood glucose of 57mg/dl. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. The customer treated her glucose level with orange juice and peanut butter sandwich. The customer mentions that she has woken up with high or low blood glucose for a week. Then the customer called back and stated that she suspended the device and requested assistance with resuming on the insulin pump. A follow up was conducted, and found that the customer was hospitalized in one instance a year ago. No further information was provided.